Manufacturer narrative:
This report is submitted on august 25, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to multiple intermittent open circuits and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on october 15, 2021.